Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, the unit did not slip. Preventative maintenance (pm) and cleaning required at this time. This product was made second quarter of 2009 and this unit is beyond the integra 7 year warranty period. Also this product was not serialized until 2013; the provided serial number (sn) (B)(4) was assigned 6/15/2016 as a tracking number by the integra service group. The complaint was not confirmed - no issues observed. The root cause is undetermined at this time.

Event description:
A customer reported that on (B)(6) 2018, an a1059 mayfield modified skull clamp was used in an unspecified procedure. It was noted that locking mechanism slipped. The surgical case was over when the problem occurred. There was no reported patient injury or surgery delay due to the product problem. Additional information has been requested.